Event description:
A medwatch report was received on march 21, 2008 stating, "the olympus loop was placed inside the pt. The loop fractured as it was advanced in the normal fashion, and it broke off into the pt. The doctor was not pushing or pulling it." The user facility was contacted via telephone and in writing to obtain add'l info, but no further info was provided.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation did not duplicate the user's report of the loop having broken off. The device was received with the loop intact, and there was no problem found with the device. The handle, slider, coil sheath and tube sheath demonstrated no evidence of physical damage. The slider on the handle moved the hook on the distal end as expected. The investigation noted that the small tube on the loop that is used to strangulate the polyp was found to be in a position that indicated the loop had been activated. It appears that this device may have been inadvertently activated, which resulted in the loop being retracted to a point where it was not visible, and the user believed the loop to have been dislodged. This report is being submitted as an MDR in an abundance of caution.